Event description:
It was reported that this right ventricular (rv) lead exhibited what looked like mypotential noise with oversensing and pacing inhibition that was reproducible with arm movements/isometrics. Pauses up to 2.5 seconds in duration were noted, and the patient was pacer dependent. In addition, rv pace impedance measurements had decreased from 500 ohms to 400 ohms over the last 6 months, however rvat testing was stable at 0.7-0.9v. Technical services (ts) recommended adjusting sensitivity until lead revision can be performed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.